Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for contraception. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and removal of essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed satisfactory placement of both essure. (B)(6) 2010: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and reported adverse event of severe pain (understood as pelvic pain). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and device expulsion ("migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. 689933) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2008 and (B)(6) 2010), miscarriage in 1996 and tooth extraction (wisdom teeth). Concurrent conditions included body mass index normal, blood pressure high, ovarian cyst, leiomyoma nos and anemia. Family history included alcoholism, asthma and diabetes mellitus. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and pruritus ("itching"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, 5 years 2 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and removal of essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue and alopecia outcome was unknown and the depression, pruritus and dyspareunia was resolving. The reporter considered alopecia, depression, device expulsion, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. On (B)(6) 2010: hysterosalpingogram (hsg - cont.) - confirmed satisfactory placement of both essure, full occlusion of both tubes. Essure devices appear to be well positioned and there is no contrast extension into the fallopian tubes. On (B)(6) 02015, final pathologic diagnosis report showed, -myometrium: multiple benign leiomyomata. Adenomyosis. -endometrium: proliferative phase endometrium. -cervix: histologically unremarkable. -bilateral fallopian tubes: benign para-tubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and device expulsion ("migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. 689933) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 2000, (B)(6) 2008 and (B)(6) 2010), miscarriage in 1996 and tooth extraction (wisdom teeth). Concurrent conditions included body mass index normal, blood pressure high, ovarian cyst, leiomyoma nos and anemia. Family history included alcoholism, asthma and diabetes mellitus. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and pruritus ("itching"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, 5 years 2 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and removal of essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue and alopecia outcome was unknown and the depression, pruritus and dyspareunia was resolving. The reporter considered alopecia, depression, device expulsion, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. On (B)(6) 2010: hysterosalpingogram (hsg - cont.) - confirmed satisfactory placement of both essure, full occlusion of both tubes. Essure devices appear to be well positioned and there is no contrast extension into the fallopian tubes. On (B)(6) 2015, final pathologic diagnosis report showed, -myometrium: multiple benign leiomyomata. Adenomyosis. -endometrium: proliferative phase endometrium. -cervix: histologically unremarkable. -bilateral fallopian tubes: benign para-tubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and device expulsion ("migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. 689933) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2008 and (B)(6) 2010) and miscarriage in 1996. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression") and pruritus ("itching"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, 5 years 2 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and removal of essure device on (B)(6) 2015) and surgery (hysterectomy (partial), bilateral salpingectomy and removal of essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue and alopecia outcome was unknown and the depression, pruritus and dyspareunia was resolving. The reporter considered alopecia, depression, device expulsion, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. On (B)(6) 2010: hysterosalpingogram (hsg - cont.) - confirmed satisfactory placement of both essure, full occlusion of both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product removal date updated, lot no, concomitant diseases and drug, historical conditions, treatment medication, new events vaginal haemorrhage, menorrhagia, depression, itching, migraine, headache, device expulsion, dyspareunia, fatigue and alopecia added. Outcome for the events depression, itching and dyspareunia added as recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for contraception. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and removal of essure device on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed satisfactory placement of both essure on (B)(6) 2010: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and reported adverse event of severe pain (understood as pelvic pain). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.